Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X rays did not show any anomalies and patient was reprogrammed to adjust therapy. However, patient could not feel adequate pain coverage. Surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.